Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. A compromised force sensor alarm during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test and displacement test. Unable to perform self-test, off no power test, unexpected error test, occlusion test, no delivery test due to compromised force sensor alarm.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.